Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the mass was stiff and difficult to mold resulting in burning to the peristomal skin around the stoma within 1 day. His usual wear time was 4 days but he planned to change the wafer on day 2. No photo is available at this time. The end user was using the product. The end user continued to use the product.